Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient visited emergency room on (B)(6) 2025 due to hyperglycaemia. The level of blood glucose was 384 mg/dl when admitted to the hospital. The patient was treated with intravenous insulin. No further information available.